Manufacturer narrative:
Reliability analysis inspected 5 opened and used sensors and performed visual inspection and found 1 of 5 sensors with cannula damaged (broken) with broken part missing. Unable to confirm if customer received sensor in said condition due to customer returned opened and used. Missing all 5 needles. 4 remaining opened and used sensors and performed bicarbonate buffer test per (B)(4). 1 of 4 sensors failed for low readings. 3 remaining sensors passed per specifications, with accurate readings.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor and change sensor. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensor but customer already changed sensor and appeared that everything was working fine. No further information was provided.